Manufacturer narrative:
The reason for this revision surgery was to alleviate patient knee collateral ligament laxity of unknown origin. The length of time in-vivo is unknown since no original surgery date was provided or determined. The information provided with the investigation suggests the implant may have been in vivo approximately 8 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm a part/lot number or any information identifying the date of the original surgery. Information was not provided that definitively identified a root cause for the laxity. Factors un-related to the implants that may contribute to a laxity are: degenerative tissue, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Device left in patient.

Event description:
Revision surgery - due to collateral ligament laxity.